Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The lcd display was found out of specification. The upper case and both bail covers are broken. The lower case, ring cover, and battery drawer are broken and contaminated. The lead flex cover is corroded. The battery contacts are compressed. Both bails are missing. The ring and battery drawer o-ring are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the display had bad segments. There was no patient involvement.